Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal tenderness ("abdominal tenderness") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of polypectomy, iron deficiency anaemia, parity 4 and multiple pregnancy. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced device intolerance ("intolerance to the essure intratubal implant"), asthenia ("asthenia"), arthralgia ("arthralgia of the lower and upper extremities"), abdominal tenderness (seriousness criteria medically important and intervention required), pelvic discomfort ("pelvic heaviness") and bladder disorder ("bladder compression") and was found to have uterine leiomyoma ("uterine fibroid with increase in size"). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal tenderness, arthralgia, asthenia, bladder disorder, device intolerance, pelvic discomfort and uterine leiomyoma to be related to essure administration. The reporter commented: the reporter mentioned that the date of occurrence of adverse events is (B)(6) 2022 (not specified which event it refers to). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal tenderness ("abdominal tenderness") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of polypectomy, iron deficiency anaemia, parity 4 and multiple pregnancy. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced abdominal tenderness (seriousness criteria medically important and intervention required), device intolerance ("intolerance to the essure intratubal implant"), asthenia ("asthenia"), arthralgia ("arthralgia of the lower and upper extremities"), pelvic discomfort ("pelvic heaviness") and bladder disorder ("bladder compression") and was found to have uterine leiomyoma ("uterine fibroid with increase in size"). The patient was treated with surgery (removal of essure devices by inter-ovarian hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal tenderness, arthralgia, asthenia, bladder disorder, device intolerance, pelvic discomfort and uterine leiomyoma to be related to essure administration. The reporter commented: the reporter mentioned that the date of occurrence of adverse events is 05-dec-2022 (not specified which event it refers to). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.2 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2023: quality safety evaluation of ptc. 02-feb-2023: health authority number was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.